Manufacturer narrative:
The insulin pump had intermittent act button response due to corroded keypad traces. The insulin pump passed the self test, reset error test and displacement test. No unexpected reset error alarms were noted. The insulin pump was received missing the end cap sticker and had minor scratches on the display window, a cracked case at the display window corners, cracked case at the reservoir tube window corners, cracked battery tube threads, a broken reservoir tube lip, cracked belt clip slot and missing reservoir tube seal. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump alarmed for a reset error after placing in a new battery and that the act button was unresponsive. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.